Event description:
It was reported that a large air pocket was observed in the patient line during fill one on the home choice (hc). There was nothing found during troubleshooting that would cause or contribute to the air. The technical service representative (tsr) assisted the home patient (hp) to end therapy and the hp would start over with new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.